Event description:
The device was used during a high anterior resection. Reportedly, after the first firing, the staples did not form properly and leakage occurred. The doctor converted to an open procedure to finish.